Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report#1627487-2018-04183. Reference MFR. Report#1627487-2018-04184. Reference MFR. Report#3006705815-2018-00924. Reference MFR. Report#1627487-2018-04181. It was reported the patient developed an infection at the ipg site and lead sites. As a result, the patient was admitted into the hospital to address the issue. Surgical intervention was undertaken wherein the entire scs system was explanted. Follow-up identified the patient was still hospitalized with a drain connection at the infection site. The issue is being monitored.